Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31606426l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and the patient experienced blood pressure decrease and cardiac tamponade was treated with pericardial drainage. At the end of the procedure, it was confirmed that the patient¿s blood pressure decreased. The physician commented that the damage occurred with the right ventricle (rv) catheter during insertion. After the end of the procedure, when the rv catheter was removed from the patient¿s body, it was found that there was a pericardial effusion/cardiac tamponade. Pericardial drainage was performed and it was confirmed that the patient's condition had recovered. There were no causal relationships with bw products. The physician assessment of the health hazard was non-serious (moderate/minor). The physician's opinion on the relationship between the event and the product was that the cardiac tamponade was found to have occurred due to the rv catheter. Damage occurred with the rv catheter, and when the rv catheter was removed from the patient¿s body, it was found that there was a pericardial effusion. The physician judged that bw catheters were not related. No extended hospitalization noted. The coloring setting for visitag was tag index. No abnormalities observed prior/during use of the product. The patient¿s medical history and concomitant diseases were none in particular. Information received indicated that the outcome of the adverse event fully recovered (no residual effects). The patient has been discharged from the hospital on (B)(6) 2025. The patient did not require extended hospitalization. The energy source used when the adverse event occurred was rf. The procedural activated clotting time (act) was 300 seconds and over. The catheter exchanges that occurred during the procedure were one catheter was used for each. One transseptal puncture site were performed during the procedure.

Manufacturer narrative:
On 2-oct-2025, additional information was received confirming the generator used was a ngen rf generator. It has been added to the concomitant product section. There were no issues reported on the generator. It was also clarified that since cardiac tamponade occurred, the hospitalization period was extended as a precaution. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).